Event description:
The pt rec'd two occipital (off-label) scs leads with the same lot number. It was reported, the pt was receiving ineffective stimulation from one of the scs leads and believed it was due to the location of the lead. The pt stated, the stimulation coverage was not adequate as compared to the trial. The pt requested the location of one of her occipital leads be revised to address the issue. Subsequently, the pt underwent surgical intervention on (B)(6) 2013 to reposition both the scs leads. F/u indicated the pt is receiving effective stimulation post-operatively.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.